Event description:
It was reported that the pt was admitted to the hosp. The reporter indicated that the pt was lethargic and hypoxic. The hcp planned to check the pump. No additional info was provided regarding the event. Additional info has been requested, a follow-up report will be sent of additional info becomes available.

Manufacturer narrative:
(B) (4).